Manufacturer narrative:
Product complaint #: (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent an oophorectomy/animal surgery on 7/8/2019 and the suture was used. During suturing of the abdominal wall, the needle pulled off the strand, after several tissue passage without exerting excessive tension. Another like suture was used to complete the procedure.